Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.

Event description:
It was identified that during a peripheral orbital atherectomy procedure, a perforation, a type e dissection and an abrupt vessel closure occurred. The events were identified by a third party vendor, core lab. Core lab reviewed all procedural angiograms as part of a csi clinical trial. There were target lesions located in the anterior tibial (at) artery, posterior tibial (pt) artery and peroneal artery. A quickcross catheter and astato guide wire were used to access the lesions. The astato wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed multiple runs at low speed to successfully treat the lesions. The oad was removed and the physician followed-up atherectomy with balloon angioplasty. A dissection and slow flow were noted angiographically, so additional balloon angioplasty was performed. Post-procedure angiography revealed minor non flow limiting dissection, but good flow in the distal vessels. The patient status remained stable throughout the procedure. The treating physician had noted a dissection and slow flow during the procedure, but follow-up review by core lab identified a perforation, a type e dissection and an abrupt vessel closure. The core lab angiogram evaluation was reviewed by csi for potential adverse events on 29 april 2016.